Event description:
It was reported that the physician had difficulty implanting the right atrial (ra) lead and had difficulty obtaining sensing in the atrium. It was noted that the patient had recently had a coronary artery bypass graft and did not have atrial appendage. The physician was able to eventually successfully implant the lead. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.